Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is unconfirmed as the alleged problem could not be reproduced. One 5 fr dual lumen powerpicc was returned for evaluation. An initial visual observation showed use residue throughout the sample and a whitish residue was observed on the catheter between the 5 cm and 9 cm depth markers. Both lumens of the sample were flushed and pressurized with a 10 ml syringe of water. Both lumens were found to be patent to infusion and aspiration and no leaks were observed. While no leaks were observed in the returned sample, possible causes of a perceived leak include fibrin sheath formation and residue buildup. A lot history review (lhr) of rebr0315 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC site was leaking. The PICC was inserted on (B)(6) 2017 and removed on (B)(6) 2017. The healthcare professional could not determine if the PICC line or the insertion site caused the leak. There was no reported patient injury.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of rebr0315 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC site was leaking. The PICC was inserted on (B)(6) 2017 and removed on (B)(6) 2017. The healthcare professional could not determine if the PICC line or the insertion site caused the leak. There was no reported patient injury.